Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation additional information added to fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be that the problem is caused by stain, etc. Temporarily adhering to the surface of the objective lens. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: "the inspection method for the suggested event is described in the operation manual "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the deflectable videoscope exhibited a foggy image. There were no reports of patient involvement.